Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a manufacturing representative indicating that the ins was replaced due to premature battery depletion. The ins will be returned. Unknown if any environmental/external/patient factors may have contributed to the issue. The issue is reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The caller reported that the patient had a return of symptoms starting this morning and their hands were tremoring. The caller reported that the patient had not experienced any falls or trauma. The caller reported that the patient programmer showed on and ok and the ins was 75% full. The caller reported that the patient was set at 5.60v. And that they tried to increase the 5.60v but the patient told them it could not go any higher. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code (B)(4) has replaced conclusion code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the root cause of the premature depletion was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (serial #: (B)(4)) found that the ins was functionally ok with only insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. It was reported the batteries went dead - wouldn't hold power. The patient stated they have a future appointment for a replacement. No further complications were reported as a result of this event.